Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy while the patient was undergoing a biopsy procedure. A magnet was applied and a field representative reprogrammed the sensitivity settings on the device. The procedure was rescheduled. No adverse patient effects were reported. At this time, this device remains in service.